Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture associated with breast implant, generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, underwent primary breast augmentation with two 380cc mentor smooth round high profile saline breast prostheses. Post-procedure, both the left and right breast became hard, had sharp pain around the nipples, like a nerve firing up, and were hurting and uncomfortable on the sides. The patient also suffered several unexplained systemic symptoms, including chronic fatigue, migraine, poor short memory, ache, and pain. The patient has gone to a neurologist and was prescribed unspecified medications. Endocrinologist performed CT scans for the migraine and found a benign pituitary tumor. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient has been scheduled for bilateral implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture associated with breast implant, generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, underwent primary breast augmentation with two 380cc mentor smooth round high profile saline breast prostheses. Post-procedure, both the left and right breast became hard, had sharp pain around the nipples, like a nerve firing up, and were hurting and uncomfortable on the sides. The patient also suffered several unexplained systemic symptoms, including chronic fatigue, migraine, poor short memory, ache, and pain. The patient has gone to a neurologist and was prescribed unspecified medications. Endocrinologist performed CT scans for the migraine and found a benign pituitary tumor. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient has been scheduled for bilateral implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On may 9, 2022, mentor became aware that the patient also experienced the following symptoms: debilitating migraines landed patient in the emergency room and IV of medications, struggled to stay focus and stay awake, joint pain, muscle pain, and anxiety. Mentor also became aware that the correct date of explantation is scheduled for (B)(6) 2022 and that the patient's capsular contractures were baker grade iii. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 21, 2022, mentor became aware that the correct date of implantation for the suspect medical devices was (B)(6) 2008.